Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, swelling was observed in the groin region during the procedure, and hemostasis was performed surgically due to persistent and severe bleeding. The patient received a transfusion of 2 units of fresh frozen plasma and 2 units of irradiated red blood cells. The patient's symptoms improved and hemorrhage stopped by the time the patient was discharged. Per the physician, there was a causal relationship between this adverse event and the procedure and device used. No additional adverse patient effects were reported. Additional information was received that following the valve implant, mild paravalvular leak was observed and remained present at the 6-month follow up appointment. Approximately two and a half months following the valve implant, an acute phase lacunar infarction was observed in the left cerebellum via magnetic resonance imaging.

Manufacturer narrative:
Updated: b7, d3, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.